Event description:
It was reported that during an unspecified procedure, the lithotripter basket was "broken inside the patient". During the procedure, the connection between the handle and the metal basket catheter broke. The product was removed by the physician without surgery and the procedure was completed with another of the same device. There were no patient complications and the patient's condition is reported to be "good".

Manufacturer narrative:
.